Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead was placed in one hemisphere of the brain the week before the report, and the other hemisphere was going to be done the week of the report. The reporter stated that the clinician did a postoperative scan and wasn't happy with the placement of the first lead. It was reported that the clinician wanted to place another lead in that hemisphere and "wasn't sure" if they should leave the original lead in or place it next to the other lead. They were concerned about the other lead "falling into the same track" as the original lead, if the original lead was left in place. Four days later, it was reported that intraoperative testing was done for the "new lead" on the left hemisphere. It was unclear if the original lead was explanted. The cause of the "bad lead placement" was not determined. It was reported that the patient received his batteries on (B)(6) 2012 and no programming had been performed. Three weeks later, it was reported that it was unknown if the patient's device had been programmed. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).